Event description:
Customer reported:there is an issue with the bag detaching from the housing. This occurred during use with a patient. No patient harm or injury reported by customer ((B)(6)). No additional information at this time.

Manufacturer narrative:
(B)(4). Evaluation anticipated but has not begun. Upon carefusion's investigation, a follow up medwatch will be submitted.